Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. Additional serial number was provided and is as follows (B)(4). UDI for additional serial number: (B)(4). The lenses have yet to be returned; thus, a proper device analysis could not be completed. Distorted haptic are know to be caused by numerous factors including, but not limited to : loading strategy. Lens placement technique. Accessory device support. Poor handling during folding and inserting. The reported damages were not reported during the inspection prior to use and preparation, which suggests a product deficiency did not contribute to the reported difficulties. The directions for use (dfu) provide precautions for the lens handling and injection process by stating that: "improper handling of this lens may cause damage to the haptics and the optics." A review of the device history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the lens and the reported issue appears to be related to the operational context of the procedure and not a malfunction of our device. However, the use of the additional lens to correct the patient's vision is considered medical intervention to prevent permanent impairment to the patient our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lenses was processed per standard operation procedures and inspections, and met all of the criteria for release.

Event description:
It was reported that during the attempt to implant the lens the haptic inserted at a different angle than the other one thus the lens was removed. After inserting the spare lens it was noted that the haptic was broken. Thus, this lens as well was removed. A third lens was used to successfully complete the procedure. No adverse patient effects or clinically significant delay in procedure reported. No additional information provided.